Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, or any alarm during our testing noted. Inserted a water test reservoir, programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. No bolus delivery anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose had been in the 500 mg/dl range since friday. He treated via manual insulin injections throughout the entire weekend. The patient's blood glucose at the time of call was 250 mg/dl. During troubleshooting there were no anomalies noted on the site or set. However, the insulin pump did not undergo the high pressure test. The insulin pump was returned for analysis.